Event description:
Caller reported the pt had a seizure and was transported to hospital. While in hospital, freestyle readings were compared to hospital meter. First three comparisons were very close, last two comparisons showed a large difference between results on hospital meter and those on the freestyle (fs) meter.